Event description:
85 kg; error message. For approx. 2 weeks. No fall! Joint beeps sporadically after some time in operation. Joint beeps once and then malfunctions (no damping). Customer fell and bruised his hand and ribs. Was medical treatment necessary? If yes, which one? The customer went to the doctor after the fall and suffered a bruised wrist and rib, but is not receiving any further treatment, 1. When did functional faults occur? E.g: with toe load; with heel load; with load when standing, when sitting down, when going down stairs/ramp: the error has already occurred approx. 2 - 3 weeks previously (1-2 times) and occurred when standing up. 2. Does the problem also occur with the service joint? Can a video be made of this? The error does not occur with the service joint. 3. Is the manual lock function used with this joint or is it known? The function is not used. After the user has been to the doctor following the fall, we would like to know whether only the diagnosis was made or whether treatment actually took place (e.g. Painkillers, x-ray, immobilization or bandaging, etc.). The user told me that he went to the doctor and his wrist was x-rayed, no fracture was found, only a bruise, the ribs were not x-rayed, he also had a bruise here, the wrist was bandaged.